Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12330. It was reported that the asymptomatic patient presented in clinic for device check. Upon interrogation, it was revealed that the patient's right ventricular lead and atrial lead both exhibited noise due to electromagnetic interference (emi) caused by electric cautery during a shoulder procedure. The over-sensing of emi by the atrial lead resulted in multiple episodes of inappropriate mode switching and noise reversion. Programming changes were made. There were no patient consequences.